Event description:
Reporter reported a transfer set leak. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from a transfer set. Broken occluder feet were found during evaluation. Root cause for broken occluder feet is use error: the patient overtorquing the twist sleeve in the opening direction, and the use of various chemicals to clean the transfer set, which can cause environmental stress cracking (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.